Event description:
It was reported that the customer experienced low blood glucose levels, which required intervention with treatment via glucose tablets. The blood glucose reading was 98 mg/dl. The customer was assisted with using the bolus wizard feature. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.